Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced integrated multi-sensor technology (imt) tubings and flossed out the port and rotary valve. The cse checked the pump rate, which was within acceptable range. The cse replaced the imt sensor and ran a diluent check, which passed. The cse ran quality controls (qc), which were within range. A siemens headquarter support center (hsc) reviewed the instrument data which indicated that the issue was sample related. Qc was in range when the sample was processed. Hsc discovered that the sample was centrifuged outside of tube manufacturer's instructions for centrifugation. The customer used stat spins which is not recommended by the tube manufacturer. The cause of the sample being centrifuged outside of tube manufacturer's specifications is failure to follow instructions. The cause of the discordant, falsely depressed na, k and cl results on one patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on the dimension exl with lm instrument. The sample was repeated on the same instrument, resulting lower than initial discordant results. The discordant results were reported to the physician(s). Based on falsely depressed results, the patient was admitted to the emergency room and later was transferred to a larger healthcare facility, where another sample was drawn and tested on an alternate platform, resulting higher. It is unknown if the corrected results were reported to the physician(s). Additionally, the customer reran the original sample, resulting higher than all previous results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na, k, and cl results.